Manufacturer narrative:
User called into emergency support program line to request support with cardiosave intra-aortic balloon pump(iabp) with a gas loss alarm during a transport by ambulance. Esp personnel instructed the user to perform proper troubleshooting: check the helium tubing for blood or discoloration. Press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. Esp personnel and user reviewed the nature of this alarm and different clinical possibilities. The patient was ventilated with a peep of 10. Esp personnel encouraged user to call back if the alarm go off several times in an hour with the proper troubleshooting so they could troubleshoot further. There was no patient harm or injury reported.

Event description:
User called into emergency support program line to request support with cardiosave intra-aortic balloon pump(iabp) with a gas loss alarm during a transport by ambulance. Esp personnel instructed the user to perform proper troubleshooting: check the helium tubing for blood or discoloration. Press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. Esp personnel and user reviewed the nature of this alarm and different clinical possibilities. The patient was ventilated with a peep of 10. Esp personnel encouraged user to call back if the alarm go off several times in an hour with the proper troubleshooting so they could troubleshoot further. There was no patient harm or injury reported.